Event description:
During attempted implant, the guidewire could not be advanced in the left ventricular (lv) lead. A different guidewire was successfully used to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual examination found blood was in the inner coil throughout the lead and the distal tip was clogged with blood/body fluids. X-ray examination of the lead found the inner coil in the connector region was offset/bunched consistent with procedural damage. Unable to perform guidewire insertion/removal test due to the damaged inner coil. The cause of the reported event was isolated to the damaged inner coil and the inner coil clogged with blood/body fluids. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.